Manufacturer narrative:
Analysis synthesis: following the re-intervention, a loss of atrial capture occurred with a threshold increased to 3.5v. This event, probably occurred during the procedure, leading to atrial lead dislodgement. Lead dislodgement is a well-known potential complication associated to such implantable devices and discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a patient was hospitalized on (B)(6) 2023 due to increase of rv threshold to 4,0v/0.4ms to replace the lead. Following the reintervention, atrial threshold increase occurred.